Manufacturer narrative:
The device was not returned for analysis. Service history identified that no previous repair has been noted in the last 12 months. No event log was provided. Unable to confirm complaint due to the device not being returned. Based on the review of the service history and information provided from the customer, unable to determine a probable cause as the device was not returned for evaluation.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that when using new tubing with the cadd®-solis pump, a high-pressure alarm is triggered during operation. Despite the alarm, the pump continues to deliver the correct volume. Since this change, the high-pressure alarm has been consistently occurring when this tubing is used. Further investigation is recommended to verify the tubing setup, ensure pump settings align with the tubing specifications, and confirm full compatibility, including pressure tolerances, with the new components. No patient harm was reported.